Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported event could not be determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital for lactate dehydrogenase (ldh) levels of 750 u/l. The patient was started on heparin and aggrenox. It was reported that the patient did not exhibit any other signs of hemolysis or pump thrombosis and pump parameters were within normal limits. On (B)(6) 2016, the patient's ldh had decreased to 450 u/l, and the patient was discharged. The patient will continue to be monitored.